Event description:
The hospital reported the doctor was withdrawing the device at the end of a procedure when the cable snapped in a retroflexed position and became lodged in the patient's trachea. The doctor attempted to better assess whether the scope could be removed by orally inserting another scope inot the patien's trachea. The doctor decided to cut the protruding area of the device and the patient as transferred to the operating room to remove the remaining part of the device. The rest of the device was successful removed, and the patient is expected to make a full recovery.